Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. Complaint reference #: (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the left eye on (B)(6) 2017. On (B)(6) 2017, corneal haze was first observed. The inlay was explanted on (B)(6) 2017, at which time grade 3+ corneal haze was observed surrounding and over the inlay. One week post explant, the patient's best corrected distance visual (bcdva) acuity was 20/20-2 with a haze ring still present.